Event description:
This lead was implanted on (B)(6) 2007 and was explanted on (B)(6) 2018. In a product experience report receive on 07/18/2018, it was reported that this lead was part of system infection. The physician was dr. (B)(6) at (B)(6) center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).